Event description:
It was reported that prior to use with 100 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination on plates were discovered.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/24/2021. H.6. Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0358336 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per our internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to typical levels. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed and two other complaints have been taken on this batch for contamination. Ten plates from batch 0358336 were returned as one unopened sleeve shipped in a box with air bubbles. No sleeve defects were observed in the return sleeve. Prior inspection, the returned sleeve was incubated at 33 to 37 degrees c. At three days incubation, no microbial growth was observed in 10/10 returned plates (time stamp 2055). Two plates had small pits. No other observations were made from the returns. One photo also was received for investigation. The photo shows the agar surface of an opened, medium-red agar plate with a large bacterial colony on the agar surface. There are also few pits on the agar surface. No other observations can be made from the photo. While the photo does not have batch verification, the return plates were from batch 0358336. This complaint has been confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 100 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination on plates were discovered.